Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure it was noted that there was no backflow. Upon inspection, a disconnection was found at the stem. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port attached to a catheter in two segments were returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Tool damage was not noted on the cath lock. A complete compound break was noted on the distal end of the attached catheter. A complete compound break was noted on the proximal end of the catheter segment. Catheter wear was noted on the proximal portion of the catheter segment. The edges of the complete compound break on the distal end of the attached catheter and proximal end of the catheter segment were noted to be uneven, and surfaces were noted to be granular in one region and round/smooth in the other region. Therefore, the investigation is confirmed for the reported suction issue and identified fracture, material separation, wear and deformation issue. However, the investigation is unconfirmed for the reported disconnection issue as appropriate code (material separation) was identified as per sample evaluation results. Although a definitive root cause could not be determined, the fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure it was noted that there was no backflow. Upon inspection, a disconnection was found at the stem. There was no reported patient injury.